Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first proglide device referenced in b5 is submitted on another manufacturer report number.na

Event description:
It was reported that an arteriotomy closure of the tortuous right common femoral artery was attempted using a proglide device with a 6f sheath after a cardiac interventional procedure. Reportedly, there was no suture attached with plunger removal. A second proglide was used with the same result. During removal of the second proglide, a broken posterior foot was noticed. The vessel was incised to locate the missing foot; however, the location of the detached foot is unknown. The physician felt the issue with the broken foot tore the artery. A covered stent was placed to treat the tear in the artery and achieve hemostasis. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.